Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No alarm noted. The insulin pump had missing segments due to cracked zebra connector on lcd board.

Event description:
The customer reported that her insulin stopped functioning. The caller stated that when she woke up the insulin pump showed that it needed to be rewound. The customer's blood glucose was 30mg/dl. The customer stated that she does not have a back up plan. Advised the caller to call her doctor or go to the emergency room immediately. Troubleshooting was performed. The drive support cap was sticking out and the insulin pump alarmed. Advised the customer to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.